Event description:
It was reported that the user experienced pain at the infusion site after a supply change and developed hyperglycemia, with sensor glucose near 400 mg/dl for about an hour and a confirmatory fingerstick of 370 mg/dl trending down after initiating a site change and changing supplies. Investigation of this case revealed improvement in glucose after changing supplies, suggesting a probable infusion site or delivery issue, though a definitive cause was not identified. Symptoms included altered taste without other systemic symptoms. Outcomes included transient hyperglycemia managed at home without emergency care or hospitalization. It was concluded that hyperglycemia occurred with cause unclear following a supply and site change, with resolution in progress after user-implemented corrective actions. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.